Event description:
It was reported that the patient had a suprapubic catheter in place and was at home lying in bed when he experienced a popping sensation. Upon getting up, the catheter fell out. The catheter was sent with the patient, and upon inspection it was noted that the balloon was not intact. A small square piece measuring approximately 1 to 2 cm was missing from the balloon and was not located. According to the patient, the catheter had been in situ for approximately three weeks. As the original catheter packaging had not been retained due to the extended duration of use, some device details may be inaccurate. The catheter was reported to be a bard 2 way foley catheter with a 10 ml balloon and 16 fr size. The following markings were observed on the foley catheter itself: 123516a and 2sj053. A photograph of the device was available in the patient¿s medical record. Per follow up information received via email on 02apr2026, it was reported patient required another foley insertion. Patient was sent for further imaging. Patient is now deceased.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: b, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a suprapubic catheter in place and was at home lying in bed when he experienced a popping sensation. Upon getting up, the catheter fell out. The catheter was sent with the patient, and upon inspection it was noted that the balloon was not intact. A small square piece measuring approximately 1¿2 cm was missing from the balloon and was not located. According to the patient, the catheter had been in situ for approximately three weeks. As the original catheter packaging had not been retained due to the extended duration of use, some device details may be inaccurate. The catheter was reported to be a bard 2 way foley catheter with a 10 ml balloon and 16 fr size. The following markings were observed on the foley catheter itself: 123516a and 2sj053. A photograph of the device was available in the patient¿s medical record.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.